Event description:
According to the facility on 7/14 "the g tube port broke after a month requiring the g tube to be replaced".

Manufacturer narrative:
According to the facility on 7/14 "the g tube port broke after a month requiring the g tube to be replaced". Per the facility no serious injury was reported. Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.